Event description:
A patient reported that the battery of their device was draining quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.